Event description:
It was reported that during a laparoscopic low anterior resection procedure, the echelon flex with a green cartridge was used to ligate the vessels and a "fanenstiel" was made and the contour was used as it was such a low tumor. The contour was fired as normal and the distal staple line was formed and the specimen removed. When the cdh was inserted and positioned, the staple line appeared to `unzip itself and they then had to attempt to hand-sew the anastomosis but as it was so low they ended up having to perform an apr. Recovery time will be much longer due to the apr. Upon examination of the staple line, it appeared there was only one row of staples rather than two on the specimen. The procedure was prolonged 120 minutes. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Event description:
Additional information was requested on 11/18/2010, 12/6/2010 and 12/16/2010 and no more information has been received.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
Sales received a phone call from the hospital reporting an event the occurred during the preparation for surgery. During a case, the pa was rinsing a valve in saline, it looked like there were "fuzzies" coming off of the leaflets. The pa said that they cleaned it up, and that [the surgeon] pulled a few off with his pick-ups and they implanted it ]the valve]. They said that they didn't really notice it until it was placed in saline. The device was implanted with no complications.